Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been (b)(2022 (new date) rather than (B)(6) 2022 (old date).